Manufacturer narrative:
(B)(4). Mitraclip system, steerable guide catheter, 2 implanted mitraclips (40922u2/(B)(4), 40923u1/(B)(4)). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for failure to adhere or bond to the leaflets can be caused by, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, the reported difficulty grasping both the leaflets appears to be related to patient/procedural conditions and not a product quality deficiency. There does not appear to be any evidence of a quality deficiency associated with this device. The patient effect of tissue damage (mitral valve injury) is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is submitted to report the mital valve leaflet tear that occurred during the attempt to grasp the leaflets with the third clip delivery system (cds 40904u2/(B)(4)) and is considered a serious injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two mitraclips (40922u2/(B)(4), 40923u1/(B)(4)) were successfully implanted and the mr was reduced to 1-2. The third clip delivery system (cds 40904u2/(B)(4)) was advanced to the mitral valve and an attempt was made to grasp the leaflets. The initial grasp was good with successful leaflet insertion; however, the posterior leaflet came out of the clip. Additional grasping attempts were made, but were not successful due to the challenging leaflet anatomy. It was then observed that the posterior leaflet was torn and the mr had increased to 3. It is believed that the leaflet tear occurred when the posterior leaflet slipped out of the initial grasp with the third cds. The cds was removed, and the procedure was ended, with no additional cds attempted. The mr was reduced to 3 with two mitraclips implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.